Manufacturer narrative:
Date of event: (B)(6) 2023-(B)(6) 2023 the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps had an increased upstream occlusion alarm frequency post implementation of the v9.02.01 software update. This occurred in the pediatric intensive care unit during keep vein open infusions at rates of 1-3ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.